Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. It is unknown which firing the event occurred. It is unknown what location on the tissue the device was fired. It is unknown if a cholangiogram with a catheter was performed. A new device was used to complete the procedure. No patient impact reported. No other details of the event are known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.